Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The patient had gained weight (not device related) causing him discomfort. Nothing was implanted or explanted and the patient is reportedly doing well.